Event description:
It was reported that a malfunction alarm occurred with the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to switch to an alternate insulin delivery method using multiple daily injections.